Manufacturer narrative:
Additional information received indicated that the customer had not received any additional occlusion alarms. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm 1 during bolus delivery. The customer's blood glucose level was 250 mg/dl. During troubleshooting with tandem technical support, the customer indicated that the cartridge and infusion set would be changed in addition to wear on the body the pump was carried.